Manufacturer narrative:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer reported damage around the battery cap and stated that the top part that locks on to the insulin pump is completely off. Troubleshooting was perform for battery cap. The customer reported that the battery is difficult to get off. The customer will be sent a new battery cap. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer reported damage around the battery cap and stated that the top part that locks on to the insulin pump is completely off. Troubleshooting was perform for battery cap. The customer reported that the battery is difficult to get off. The customer will be sent a new battery cap. The insulin pump will not be returned for analysis.